Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's battery was being a constant nuisance. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's battery was being a constant nuisance. The patient will undergo an ipg explant procedure.